Event description:
The patient reported fluid in the cycler during re-set up in treatment. The origin of the leak could not be identified. The patient's effluent is clear and the patient was prescribed antibiotics prophylactically. The sample was reported to be available but has not yet been returned to the manufacturer."

Manufacturer narrative:
Multiple attempts have been made to the initial reporter to retain the sample however, it has not been returned to date. The device was not returned to the manufacturer for physical evaluation and the failure mode cannot be confirmed. However, an investigation of the device manufacturing records was conducted by the manufacturer. There were no deviations or non-conformances during the manufacturing process. In addition, the batch record review confirmed the labeling, material, and process controls were within specification. In event a sample is returned a supplemental MDR will be submitted."